Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient came to the emergency department on (B)(6) 2022 with chest pain and shortness of breath. The lvad (left ventricular assist device) was alarming. The green circle led stopped on the controller and the battery broken heart was lit up. The patient was connected to wall power at this time and the alarms resolved by switching over to the battery. Log file review found 4 no external power alarms. There were power cable disconnects and no external power alarms while tethered to the mobile power unit (mpu) on (B)(6) 2022 at 8:07 pm. At 8:16 pm the controller momentarily operated on the emergency backup battery (ebb). There was no interruption in pump support during these events. The no external power event was caused by power to the mpu being briefly interrupted. There were also several clusters of pulsatility index (pi) events on (B)(6) 2022 at 6:14 am through (B)(6) 2022 at 7:09 pm. The patient reported chest pain and shortness of breath, but it was reported that these occurred prior to alarms. Related MFR number: 2916596-2022-15839.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was determined to be due to user error via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 3 days (12dec2022 ¿ 14dec2022 per timestamp). There were no events active in the log file that would indicate an issue with the mpu. No external power alarms due to a dual disconnect from the mobile power unit will be addressed via the heartmate 3 system controller: MFR # 2916596-2022-15839. The device history records for the mobile power unit were unable to be reviewed due to the serial number not being provided. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii patient handbook and heartmate iii instructions for use under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii left ventricular assist system (lvas). These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.